Event description:
Caller reported that pump screen was dark and wouldn¿t turn on. There was no adverse impact to the customer¿s blood glucose level. Customer was directed to use tip of finger to press the button on the pump, but screen remained unresponsive. Technical support instructed caller on various troubleshooting steps, including plugging into a known power source and checking led status, but these were unsuccessful. Technical support decided to replace the pump, and the customer opted to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address, arranged for replacement delivery without a signature, and instructed the customer on storage mode and the return process for the faulty pump, which was acknowledged by the caller.